Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The connectors of control board were removed and reseated, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit gave a system restart error at startup. There was no report of patient involvement.